Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, a21 error test and displacement test. Pump passed the dat test at 0.08770 inches. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No weak signal alarms were noted. The sensor feature working properly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 446 mg/dl. Blood glucose level at the time of the call was 476 mg/dl. Customer also reported that the insulin pump had a weak signal alert and a scratched display. During troubleshooting, the insulin failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.